Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for routine follow-up. It was noted that the left ventricular lead was dislodged. The lead was capped during routine device change out procedure on (B)(6) 2017. The patient was fine during the procedure and was discharged in good shape.